Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered eight appropriate shocks due to fine ventricular fibrillation (vf) but could not convert the patient's arrhythmia. External shocks were also delivered following bystander cardiopulmonary resuscitation. Previous cardioversions by the device had been successful, so fluoroscopy of the device and electrode location were examined. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.